Manufacturer narrative:
H6 ¿ method code: (4114) device not returned. Investigation ¿ evaluation . (B)(6) hosp informed cook of an incident involving a ultrathane mac-loc locking loop multipurpose drainage catheter. During a procedure the hub detached and was holding on by the string. No unintended section of the device remained inside the patient¿s body, the patient did not require additional procedures due to this occurrence and there have been no adverse effects to the patient due to this occurrence. A review of the drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. The customer provided an image of the device that failed. From the image, the hub was separated with the flare exposed. Additionally, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) review could not be completed due to lack of lot information from the user facility. Due to missing information, there is no evidence suggesting nonconforming product from the affected lot exists in house or in the field. The instructions for use (IFU) supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A CAPA was previously opened to investigate this issue; manufacturing-related root causes were identified, and corrective actions such as gap gauge and retraining were performed. Based on information received, no returned product, and results of investigation, it is possible a manufacturing or quality control deficiency contributed to this incident. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for a nephrostomy tube procedure. During the procedure, the hub detached. It was noted the "drain was looking like it was disintegrating". As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.